Event description:
It was reported that patient underwent an initial hip arthroplasty on (B)(6) 2004. Subsequently, patient was revised on (B)(6) 2015 due to pain and instability. The modular head and acetabular liner were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "postoperative bone fracture and pain."